Event description:
It was reported that this implantable pulse generator (pacemaker) recorded a red alert due to high pacing impedance out-of-range. Technical services (ts) reviewed the impedance trend and noticed irregular impedance spikes suggesting spring contact issues. It was recommended to bring the patient for in-clinic evaluations. If the decision is taken to replace the right ventricular (rv) lead given its age and the patient's level of pacer dependence, ts recommended to replace this pacemaker as well to ensure current header design for spring connectors. Further information was received indicating that isometrics were performed, but no noise was noticed, and the decision was made to reprogram the rv lead to unipolar pace and bipolar sense. This pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker) recorded a red alert due to high pacing impedance out-of-range. Technical services (ts) reviewed the impedance trend and noticed irregular impedance spikes suggesting spring contact issues. It was recommended to bring the patient for in-clinic evaluations. If the decision is taken to replace the right ventricular (rv) lead given its age and the patient's level of pacer dependence, ts recommended to replace this pacemaker as well to ensure current header design for spring connectors. Further information was received indicating that isometrics were performed, but no noise was noticed, and the decision was made to reprogram the rv lead to unipolar pace and bipolar sense. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.